Event description:
It was reported the patient underwent left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to migration of the acetabular cup caused by dislocation. The modular head and acetabular cup and liner were removed and replaced by a biomet modular head and a competitor cup and liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision has occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Event description:
It was reported the patient underwent left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to migration of the acetabular cup caused by dislocation. The modular head and acetabular cup and liner were removed and replaced by a biomet modular head and a competitor cup and liner. Additional information with review of invoice history revealed patient underwent initial left hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2014. Product identification is now known.